Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result generated on the architect c4000 processing module for one patient sample. Initial result sodium was 109.5 mmol/l, the auto repeat result was 139.6 mmol/l, repeated on secondary instrument = 141.0 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Updated information in section g: contact office address 1, contact office city, contact office postal code, contact office country, contact office first and last name, contact office email, contact office phone number, contact office fax number the customer inspected the architect c4000 processing module and found the green coating of the mixer had worn off. The mixer was replaced, and the issue was resolved. No additional discrepant sodium result issues have been reported since the part was replaced. The mixer was determined to be the likely cause of the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the mixer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Based on the investigation, no systemic issue or deficiency of the architect c4000 processing module, sn (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased sodium result generated on the architect c4000 processing module for one patient sample.. Initial result sodium was 109.5 mmol/l, the auto repeat result was 139.6 mmol/l, repeated on secondary instrument = 141.0 mmol/l no impact to patient management was reported.

Event description:
The customer observed a falsely decreased sodium result generated on the architect c4000 processing module for one patient sample. Initial result sodium was 109.5 mmol/l, the auto repeat result was 139.6 mmol/l, repeated on secondary instrument = 141.0 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Corrected information in section g1 - contact office email.